Event description:
Follow up information received reported that the patient saw their doctor in may regarding their ¿displaced lead¿ issue. The patient noted that they still had concerns with their device therapy but was working with their doctor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was on the patient¿s right cheek. When the patient lied down at night, they had to adjust how they lied because their implant made them uncomfortable. The patient was not incontinent and their device was implanted because they had so many bladder infections and developed interstitial cystitis (ic). Today the patient got out of the car and now had a lump and it felt like something was poking them. There was a lump on their back 3/16 inch high and ½ inch wide. The lump was at the hole where the leads were implanted. The lump had gotten smaller but it hurt to touch it and felt like something was poking them. It also hurt all the way across the patient¿s back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0k7qa, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).